Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -03.50/+4.0/104 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was reported as excessive vaulting and the patient experienced a refractive surprise. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).